Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis and the bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient reports while wearing a pod on january 20th between 4 and 24 hours she woke up in the morning feeling sick and her blood glucose level reached 364 mg/dl. Around 5:00 am the patient performed a correction bolus and her personal diabetes manager (pdm) records indicate 44.8 units in which were bolused for the day. The patient began to experience symptoms of vomiting around 3:30 pm and went to the emergency room where she was diagnosed with diabetic ketoacidosis (dka). At the emergency room the pod was removed and found to have had a bent cannula. The patient¿s treatment consisted of an insulin drip and intravenous fluids. The patient was discharged form the hospital after 2 days on january 22nd with her blood glucose level at 250 mg/dl. The patient's blood glucose, carbohydrate, and insulin history are as follows: time: 1/20 3:30 pm, bg(mg/dl): 295-364, 1/22, 226-422, 1/22 2:00 pm , 250.

Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.